Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a type iii endoleak in a non mdt thoracic graft. The proximal aortic neck diameter was noted as 32mm with neck length 15mm and angulation of 50 degrees. It was reported post the index procedure the patient was noted to have no urine output. A follow up angiogram revealed renal coverage. The patient will receive dialysis. Per the physician the cause of the event was due to renal coverage and commented that the initial graft was placed very close to renal ostium and possible encroaching occurred, however it was not fully apposed to the wall allowing blood flow to both kidneys. When the endurant graft was placed, the proximal edge was below the original graft and the supra renal extended above. It is thought that the extra radial force created better wall apposition of original graft therefore cutting off flow to kidneys. No additional clinical sequelae were reported and the patient will be monitored.